Manufacturer narrative:
A visual examination of the device found that the clevis arms were bent. Additionally, the device distal end returned cut which precluded the possibility of performing a functional evaluation. The condition of the returned incident device was consistent with the complaint that the device jammed and became stuck in the scope. During the evaluation, the clevis arms were found to be bent. However, the account indicated that this event occurred after advancing the forceps through the scope. Therefore, the most probable root cause is operational context. The directions for use (dfu) caution that the "application of excessive force to the forceps may damage the device." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the device jammed and collapsed and made it impossible to retract from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device jammed and collapsed and made it impossible to retract from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier, age and weight are unknown, however, patient over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).